Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the field service rep reported that the recirculation resistor did not function as expected. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance, there was no pt involvement during this event.